Event description:
We received an allegation of questionable results for 3 patients' whole blood samples tested with the hba1c tq gen.3 (hba1c) assay on a cobas 8000 cobas c502 analyzer when compared to a different analyzer. Sample 1 (patient 1): initial result: 11.7 %. Repeat result: 7.2 % (tested on another analyzer). Sample 2 (patient 2): initial result: 11.9 %. Repeat result: 6.4 % (tested on another analyzer). Sample 3 (patient 3): initial result: 12.6 %. Repeat result: 7.1% (tested on another analyzer). The provider questioned the results and the samples were then repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The field service engineer (fse) found that the cell rinse nozzle was leaking. He replaced the valve assembly. The fse did a performance check and the instrument was performing within specifications. He also performed qc and it was successful. The investigation determined that the root cause was due to a leaking cell rinse nozzle. The service actions (replacing the valve assembly) resolved the issue. No further issues were reported afterward.